Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited communication issue with the radio frequency (rf) transmitter. On (B)(6) 2019, the patient was provided with an inductive transmitter which successfully communicated with the device. Additional troubleshooting was completed but the communication issue persisted with the rf transmitter. The patient continued to use the inductive transmitter to send data to the following clinic. On (B)(6) 2020, the patient presented to a new clinic after moving. The patient reported the issue and the device was re-examined. Upon attempting to interrogate the device, it was determined that the rf telemetry issue was attributed to the implantable cardioverter defibrillator. After performing a device firmware upgrade, the issue was successfully resolved. There were no adverse consequences to the patient.